Event description:
This lead was intended for pt implant. It was reported that the device exhibited invalid impedance measurements when tested intraoperatively. Despite repositioning the lead several times, the alleged impedance issues persisted. A different lead was used to successfully complete the case.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.